Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the surgery (pituitary tumor), the cannula split, causing small pieces of plastic to be lost, which were nevertheless aspirated. Additional information has been requested.